Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline power fault alarm and a last charge date in nov2025 for the backup battery were confirmed via the submitted log files. The submitted controller event and controller periodic log files collectively captured data from 07apr2025 to 17nov2025 per timestamp. On 16nov2025 at 23:38:58 per timestamp, the submitted controller event log file captured a driveline power fault alarm due to intermittent power b broken faults. The alarm was active for the remainder of the controller event log file (17nov2025 13:33:27 per timestamp). The backup battery was noted to be last charged on 17nov2025 at 10:18:57 per timestamp. The backup battery appeared to function as intended throughout the log file. The pump operated as intended and there were no other notable events captured. The provided information indicated the driveline power fault alarm occurred in dec2025 and the last charge date for the backup battery being in nov2025 was also noted in dec2025. Due to the reported events being captured in nov2025 in the log file, the controller clock was determined not to be set to the correct date. The driveline power fault alarm resolved after the system controller and modular cable were exchanged. Multiple attempts were made to obtain additional information regarding the return of any product; however, to date no product has been received for further analysis. A root cause for the driveline power fault alarm was not conclusively determined. The root cause of the backup battery being reported to be last charged in nov2025 was determined to be due to the controller clock not being set to the correct date. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was at home watching tv when they had a driveline power fault alarm, which persisted after changing power sources and running multiple self-tests. The patient was still having the alarms the next morning. Of note, the patient's primary 11v emergency backup battery (ebb) had not been charged since (B)(6) 2025 even though they were connected to it. Following review of the submitted log files, it appeared that the system controller clock indicated that the data was from (B)(6) 2025. The log captured driveline power fault alarms beginning at 11:38 am on (B)(6) 2025. There were also multiple low power advisories due to normal battery depletion. The log file indicated that the patient did not connect to the power module or mobile power unit during the event history. This suggested that the patient was sleeping on battery power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was later reported on (B)(6) 2025 that the modular cable and system controller were exchanged. On 19dec2025, photos of the driveline connectors showed they were free of corrosion. The alarm resolved after the system controller and modular cable was replaced.